Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation on a laparoscopic procedure, the interior part of the clip applier disengaged and got out of the shaft, but not completely. Hence, making it difficult to remove the applier through the trocar. A new clip applier was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with no clips remaining. The clip follower was protruding between the jaws. The condition of the instrument precludes a functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.